Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular detection for a supraventricular tachycardia. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was inappropriately shocked for supra ventricular tachycardia (svt). It was also reported that the right atrial (ra) lead was exhibiting undersensing and far field r-wave (ffrw) oversensing. The arrhythmia discrimination feature on the cardiac resynchronization therapy defibrillator (crt-d) was turned off and atrial sensitivity was adjusted. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.